Event description:
It was reported an issue with the device. The logs show error codes 210.5020, 211.2000, 242.4030, 260.4130. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of error code 210.5020 (peripheral version response failure), error code 211.2000 (comm failure), error code 242.4030 (motor stall failure), and error code 260.4130 (sensor supply high voltage failure) were confirmed during log review, no devices were returned for investigation. ¿ laboratory testing of the suspect pump modules and concomitant pcu could not be performed as incident devices were not received for this investigation. ¿ inspection could not be performed as the incident administration set was not returned for investigation. ¿ review of the pcu event log showed no data for the event date. The facility did not provide infusion details. The review of the logs is based on the last power on, the suspect pump modules s/n (B)(6) were attached to the concomitant pcu on 30 january 2025 at 11:33 am. ¿ review of the pump module s/n: (B)(6) error log showed error code 210.5020 (peripheral version response failure) were recorded ten (10) times on 27 january 2025, between 3:51 am and 4:48 am. In addition, error code 211.2000 (comm failure) was recorded on 28 january 2025, at 4:48 am. ¿ review of the pump module s/n: (B)(6) error log showed error code 240.4150 (sensor high failure) was recorded on 30 december 2024 at 8:07 pm. In addition, error code 242.4030 (motor stall failure) were recorded three (3) times on 27 january 2025 between 1:40 pm and 1:47 pm. ¿ review of the pump module s/n: (B)(6) error log showed error code 242.4030 (motor stall failure) were recorded two (2) times on 26 january 2025, at 9:18 pm. ¿ review of the pump module s/n: (B)(6) error log showed error code 260.4130 (sensor supply high voltage failure) were recorded two (2) times on 15 december 2024, at 11:40 am. In addition, error code 211.2000 (comm failure) was recorded on 27 january 2025 at 12:00 am. ¿ bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. ¿ the system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the probable root cause of the reported error code 210.5020 (peripheral version response failure), error code 211.2000 (comm failure), error code 242.4030 (motor stall failure), and error code 260.4130 (sensor supply high voltage failure) were identified through log analysis. The root cause of the error codes could not be determined as no devices were returned for this investigation. The events could not be conclusively identified from the log analysis and email-only investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with the device. The logs show error codes 210.5020, 211.2000, 242.4030, 260.4130. This was reported to bd representatives during their site visit. There was no information on patient involvement.